Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced ineffective therapy due to battery failure. As a result, patient underwent surgery where in ipg was explanted and replaced.